Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed fluid inside the bag that contained the device, indicating that a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the top of the pump, either from the base of the line or from the white cap. The device was filled with fluorouracil 3150mg. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.